Event description:
It was reported that the device received an alarm - error code message. The device experiences a channel error or connection error depending upon "sandwiching" another 8100 or being attached directly to the pcu. There was no patient involvement.

Manufacturer narrative:
Correction: e2 correction: d8, h3, h7, h9, h10 a review of the complaint history record was performed for (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 05dec2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received an alarm - error code message. The device experiences a channel error or connection error depending upon "sandwiching" another 8100 or being attached directly to the pcu. There was no patient involvement.